Event description:
Dr (B)(6) failed to advise me that the implants he placed on (B)(6) 2018 had been recalled. Per my device ID card: he placed natrelle 410 highly cohesive implants, both left and right, sn (B)(6) and sn (B)(6). In (B)(6) 2019 the recall was requested by FDA to allergan. I was never contacted and only the fact that I have now been diagnosed with capsular contracture, stage 2 in both breasts and my surgeon advised me of the recall at that appointment in (B)(6) 2025. If I had been aware of this recall, I would have had them removed immediately and I would have had the option for reimbursement as per the below I wasn¿t able to meet the window of time as below explains eligibility: patients in the u.s. With biocell® textured implants who choose to replace them with smooth implants. Coverage: allergan will provide smooth implants free of charge. Timeframe: this program was active for 24 months, from july 24, 2019 to july 24, 2021. I have not been tested as of yet for bia-alcl as of yet but do plan on removing the implants when my finances will allow. Patient: 1761. Device: 1420. Reference report: mw5175790.